Manufacturer narrative:
The pump was returned and analysis identified residue in the motor gear train and worn teeth on gear wheel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The symptoms the patient experienced related to the withdrawal were vomiting, diarrhea, sweats, flu-like symptoms, and their pain came back. The patient was admitted to the hospital to manage withdrawal symptoms. A pump replacement was scheduled for the following day. The cause of the motor stall was not determined. A tube set did not occur. The code 100 was believed to be referring to the motor stall. The motor stall and withdrawal have been resolved. The patient¿s weight at the time of the event was unknown. The pump was at the hospital in pathology. The pump will be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2019. It was reported the patient presented to the emergency department on (B)(6) 2019 with withdrawal symptoms. A motor stall was seen at initial interrogation. The hcp confirmed a motor stall occurred yesterday (B)(6) 2019 at 1339 with no recovery to date. The pump was interrogated and confirmed code 100. The patient did not recently have magnetic resonance imaging (MRI). No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.